Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. DHR details: 1) quantity manufactured: (B)(4) 2) date of manufacture: 24-apr-2023. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-mar-2028 5) IFU reference: IFU-w90930 as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: DHR details: 1) quantity manufactured: (B)(4). 2) date of manufacture: 24-apr-2023 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-mar-2028 5) IFU reference: IFU-w90930.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. Indicates, that the screw did not engage the thread. And so, could not be screwed in.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes germany reports an event as follows: the central screw of the glenosphere was noticed to be defective intraoperatively. Another glenosphere was available and used without issue. No surgical delay or patient harm reported.